Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced phrenic nerve stimulation. Subsequently, the lead was explanted. No additional adverse patient effects were reported.